Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 3290 on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3290 performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3290. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3290 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The performance of the vitros eciq immunodiagnostic system at the time of the event cannot be completely ruled out as a contributing factor. Vitros tropi es within run precision testing was performed by the customer, however, insufficient information was provided to make a full assessment of the instrument performance. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent lot 3290 on a vitros eciq immunodiagnostic system. The magnitude of bias of the vitros tropi es results meets potential health and safety criteria and are reportable. Patient sample 1 result of 2.33 ng/ml vs. The expected result of <0.009 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the sample. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).